Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a cutting balloon blade became deformed the target lesion was in-stent restenosis of an unknown stent and was located in the mid left anterior descending artery. The 10/3.00 flextome monorail cutting balloon used to dilate the target lesion was successfully inflated to 8atm. As the device was withdrawn, resistance was encountered between the balloon catheter and the distal tip of an unknown guide catheter. Upon removal a blade of the cutting balloon was noted to be deformed. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is listed as good.